Manufacturer narrative:
(B)(4). Lot number unknown / not provided.

Event description:
Doctor indicated that the uniht screw fractured. Doctor also confirmed that the implants were not affected.

Manufacturer narrative:
A titanium hexed uniscrew was returned for inspection. The screw was fractured at the middle of the threaded regions. Its drive feature was worn and contained some debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates two screw fractures. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined. The following sections were updated: date of this report, manufacturer, contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date, evaluation codes, additional narrative.